Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent ventricular assist device (vad) placement on (B)(6) 2022 and had persistent pulmonary hypertension and right ventricular (rv) failure when they were weaned off of cardiopulmonary bypass and the pump speed was set to 4600 revolutions per minute (rpm). Inotropic support with norepinephrine, dobutamine, and epinephrine was provided to the patient concurrently. A right vad (rvad) was placed with inotropic support weaned completely prior to the patient being transferred to the cardiovascular intensive care unit. It was also reported that the patient experienced intra-operative bleeding during implant and required blood products to stabilize blood levels. The patient was treated with 6 units of packed red blood cells (prbcs), 4 units of platelets, 3 units of fresh frozen plasma (ffp), 10 units of cryoprecipitate, and 825 cubic centimeters (ccs) of blood saver. In addition, it was reported that the patient¿s left leg became severely congested with high arterial line pressures and occlusion of the left femoral artery due to thromboembolism. This required emergent re-cannulation of the contralateral side. Cardiopulmonary bypass was weaned and transitioned from the left femoral artery to the right femoral artery. A right implanted aortic balloon pump (iabp) was removed. Vascular surgery was consulted for possible decompression. An incision was made in the anterior thigh with rapid improvement in congestion. As of 20jan2022, the leg remained swollen and ecchymotic, but soft. There were no plans to operate at the time. In addition, the patient experienced ventricular tachycardia (vt) and hemodynamic deterioration resulted when the provider entered the inter-costal space. The patient¿s hemodynamic status recovered with successful cardioversion. It was additionally reported that the vad had been connected to the apical cuff and the driveline was tunneled without difficulty. When returning to the right thoracotomy site, the surgeon discovered significant pericardial adhesions adding additional surgical time and difficulty. The outflow graft was anastomosed to the ascending aorta, de-aired, and the aortic clamp was removed. The graft was connected to the vad. While connected to the bend relief, there was a tear in the outflow graft right at the junction of the inflow cannula. This resulted in an outflow graft replacement being necessary. The outflow graft was disconnected from the pump and ligated 5-6 centimeters from the aortic anastomosis. A graft to graft anastomosis was performed and the graft was de-aired and reconnected to the lvad, and the bend relief was connected. The patient reportedly went into paroxysmal atrial fibrillation (afib) on 20jan2022. An amiodarone drip was started for rate control and anticoagulation was unable to be started at this time. It was additionally reported on 25jan2022 that the patient's atrial fibrillation was sustained with heart rates ranging from 110-130's. Amiodarone was temporarily stopped prior to it being restarted. 1 unit of prbcs was infused on (B)(6) 2022 and another was infused on (B)(6) 2022. The patient was also noted to have elevated aspartate aminotransferase (ast) levels immediately following vad placement which trended down as of (B)(6) 2022. No indication for liver imaging was deemed necessary at this time. The patient was also noted to be hypotensive requiring levophed on (B)(6) 2022. The levophed was weaned the following day and a repeat episode was documented to have occurred on (B)(6) 2022 requiring vasopressin. The patient was also started on hemodialysis on (B)(6) 2022 due to renal dysfunction noted on (B)(6) 2022. It was additionally reported on (B)(6) 2022 that the patient also had elevated total bilirubin levels which began to trend down on (B)(6) 2022, further indicating hepatic dysfunction at this time. It was additionally reported on (B)(6) 2022 that the patient returned to the operating room (or) on (B)(6) 2022 to reposition the rvad placement and complete a turndown study following cardiogenic shock. It was additionally reported on (B)(6) 2022 that the patient had been additionally transfused with 1 unit of prbcs on (B)(6) 2022 and (B)(6) 2022 due to ongoing bleeding. Hemolysis was also noted on (B)(6) 2022. Plasma hemoglobin was not collected pre-operatively. The patient's lactate dehydrogenase (ldh) levels were three times the upper normal limit, in the presence of anemia and low hematocrit. It was additionally reported on (B)(6) 2022 that vasopressin was stopped while dobutamine and milrinone were started with mean arterial pressure (maps) stabilizing. The patient developed episodes of orthostatic hypotension on (B)(6) 2022. The patient was noted to be near euvolemic with targeted fluid removal met. It was additionally reported on (B)(6) 2022 that the patient's plasma hemoglobin was 7.4 on (B)(6) 2022 which did not meet the criteria for hemolysis. The patient's rvad was slowly weaned with decannulation completed on (B)(6) 2022. A suture was secured with no complications noted prior to the patient leaving the operating room (or). It was additionally reported on (B)(6) 2022 that the patient's dialysis had been held on (B)(6) 2022 with fluid overload noted on (B)(6) 2022. Lasix infusion was started at that time. The patient's dialysis was held the evening of (B)(6) 2022 due to the patient having good urinary output via lasix drip throughout the day. The patient also reportedly had recurrent hypotension following right vad removal on (B)(6) 2022, attributed to cardiogenic shock. The hypotension event resolved with temporary inotropic support with vasopressin and epinephrine. The patient was only taking dobutamine by (B)(6) 2022. The patient was also noted to have a recurrence of sustained afib noted on (B)(6) 2022. The patient's rhythm reverted to normal sinus rhythm (nsr) following the initiation of amiodarone drip on (B)(6) 2022. As of (B)(6) 2022, the patient was still reportedly experiencing afib with rapid ventricular rhythm (rvr).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information: continuous vevo-venous hemodialysis (cvvhd) was withheld on (B)(6) 2022 due to fluid overload. Lasix was administered on (B)(6) 2022. The patient experience recurrent hypotension following their rvad removal; epinephrine and vasopressin were initiated temporarily, and the patient was transitioned to dobutamine by (B)(6) 2022. The patient¿s dysphagia was noted to be mild on (B)(6) 2022. Lasix was stopped on (B)(6) 2022 as the patient¿s urinary output was maintained. The patient was transitioned from bivalirudin to warfarin on (B)(6) 2022, and coumadin was started on (B)(6) 2022. The patient's international normalized ratio (inr) became supratherapeutic; there was no concerns with bleeding, and the site continued to titrate warfarin to reach therapeutic inr ranges. The patient experienced a psychiatric episode hallucinations and delirium on (B)(6) 2022 that resolved the following day. A transesophageal echocardiogram (tee) and cardioversion was completed on (B)(6) 2022 to rule out endocarditis. The patient became hypernatremic on (B)(6) 2022; their fluid intake was increased. The patient had positive blood cultures for enterococcus faecalis on (B)(6) 2022 and became febrile; they were given vancomycin and cefepime but was switched to ampicillin on (B)(6) 2022. An additional blood transfusion was given on (B)(6) 2022. The patient reported pain on (B)(6) 2022; a computerized tomography (CT) scan of the abdomen revealed an abscess in their right groin; an incision and drainage procedure was performed on (B)(6) 2022 and a blood transfusion was given on (B)(6) 2022. A large amount of serosanguineous drainage was noted in the patient's right groin wound. A second tee performed on (B)(6) 2022 showed possible vegetation in their non-abbott implantable cardioverter-defibrillator (ICD). The patient had a syncopal episode after standing up to use the restroom on (B)(6) 2022; there were no associated alarms. A vagal or orthostatic episode was the suspected etiology. The revealed the patient's arrhythmias did not exist prior to their implant. The source of the patient's entercoccus faecalis infection was revealed to be hospital-acquired pneumonia (hap). Positron emission tomography (pet) scan was performed that showed a negative etiology for the patient's ICD. The patient was given a six week antibiotic course on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) (rev. C) and patient handbook (rev. D) are currently available. Section 1 entitled ¿introduction¿ lists bleeding, cardiac arrhythmia, infection, right heart failure, renal dysfunction, other neurological events (non-stroke related), hypertension, and venous thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including the recommended international normalized ratio (inr). This section under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section lists potential late postimplant complications including arrhythmia, thromboembolism, infection and neurological dysfunction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported on (B)(6) 2022 that the patient received an additional blood transfusion on (B)(6) 2022. Sildenafil was started on (B)(6) 2022. The patient experienced hypokalemia from (B)(6) 2022 through (B)(6) 2022.

Event description:
Additional information: the patient's antibiotics were completed on (B)(6) 2022 and their peripherally inserted central catheter (PICC) line was removed on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 22jan2021. The heartmate 3 lvas instructions for use (IFU) (rev. C) and patient handbook (rev. C) are currently available. Section 1 entitled ¿introduction¿ lists bleeding, cardiac arrhythmia, infection, right heart failure, renal dysfunction, other neurological events (non-stroke related), hypertension, and venous thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including the recommended international normalized ratio (inr). This section under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section lists potential late postimplant complications including arrhythmia, thromboembolism, infection and neurological dysfunction. No further information was provided. The manufacturer is closing the file on this event.